Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
Visual examination of the returned product identified that the threaded portion of the inserter had fractured and was retained in the screw. Review of the device history records identified no deviations or anomalies during manufacturing. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. A definitive root cause cannot be determined.

Manufacturer narrative:
(B)(4). Foreign/ event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the instrument fractured during use and had to be retrieved from the patient wound. No foreign body was retained. No further information available at this time.